Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to oversensing leading to an inappropriate shock. An implantable cardioverter defibrillator (ICD) system from another manufacturer was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to oversensing leading to an inappropriate shock. An implantable cardioverter defibrillator (ICD) system from another manufacturer was successfully implanted. No additional adverse patient effects were reported. The device was returned for analysis.